Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the device used in this incident, it was determined that the refrigerator had experienced a power loss. The field service engineer (fse) confirmed that the es refrigerator was losing power. The fse reset the refrigerator and reseated the ethernet connection. Following these actions, the refrigerator resumed normal operation. The customer was able to successfully recover and confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, user reported fridge was shown that there is not enough power. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.